Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 226 mg/dl and a current blood glucose value was 227 mg/dl. The event involved product(s) mmt-441a, mmt-1884l, mmt-342. The customer reported an insulin flow blocked alarm. The customer confirmed insulin did not exit the tubing with the manual push of the reservoir plunger or reported greater than normal resistance. The customer does not feel ok to troubleshoot. No further patient complications were reported. It was unknown whether the customer would continue using the device. Mmt-441a was requested and the customer response was the device will be returned. No product return is required for mmt-1884l. Mmt-342 was requested and the customer response was the device will be returned.